Event description:
It was reported that a customer has received a shipment that is labeled as 8dic. When she attempted to use them in her husband's trachea, she found that some of the disposable inner cannulas were too large to be inserted. She states that the box appeared to have mixed sizes although they were labeled 8dic. She states that some would fit and some would not.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tubes and their packaging and labeling for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.